Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reaz0748 showed no other similar product complaint(s) from this lot number.

Event description:
Facility reported to the sales rep that the nurse placed a triple lumen power PICC on an ICU patient. At the end of the procedure, it was noticed that the push clamp on the power injectable lumen was missing. Nurse used the slide clamp that was available on the extension set in its place. No injury to the patient.